Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had received insulin flow blocked alarm. Customer¿s blood glucose level was unknown. Customer was reporting a past event and the event was resolved by changing the reservoir. Customer reported that the alarm occurred during fill tubing. Customer reported the reservoir will not be returned for analysis.